Manufacturer narrative:
(B)(4). The device was discarded. A 510k number will not be provided in the MDR as the product code is unknown. The lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer from (B)(6) contacted baxter's technical service center regarding a system error 2240 alarm (air in set) during use while using the homechoice. The patient was connected at the time of the alarm. The patient did not disconnect any time prior to the alarm. All bags were properly spiked and connected. Patient extension lines were not used. There were no open clamps on any unused supply lines and nothing unusual was noted with the supplies being used. Proper procedures per the user manual were reviewed with the caller. The caregiver (cg) stated the home patient was already disconnected and cg had cycled power on machine and had removed cassette from machine and discarded the supplies. Technical service representative (tsr) explained the alarm and advised cg that machine was okay to use. The cause of the alarm was undetermined. No clinical consequences for the patient were reported.